Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient stopped using and charging the implantable pulse generator (ipg) as stimulation caused discomfort in her stomach. The ipg was subsequently explanted. No complications were noted during the procedure.